Manufacturer narrative:
The customer has not been able to provide samples of failed pcb assemblies for eval. No further eval is possible.

Event description:
The customer complained of several occurrences of damage to the leads of component u45 on the main pcb assembly. The damage to the leads allegedly resulted in a loss of the crt display. The rptr has concluded that the damage has been caused by interference between the heatsink and the lower case. It is the rptr's opinion that interference causes stress to the component leads resulting in fractured leads. There were no adverse affects to pt care reported as a result of the alleged malfunction.